Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 28 mmol/l, 18 mmol/l, and 12 mmol/l. Customer tested 10.4 mmol/l on her one-touch system and adjusted therapy based on that result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).